Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of iab tight over guidewire is confirmed. During investigation, the returned intra-aortic balloon catheter (iabc) central lumen was found kinked, and the guidewire was unable to pass through the central lumen successfully. The root cause of the kinked central lumen is undetermined. The most probable potential cause is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon (iab) was zeroed prior to insertion. During insertion the doctor noted that the guide wire got stuck in the central lumen and could not be advanced further. The guide wire got stuck at the bifurcation of the iab. As a result, another iab catheter was used and inserted using the same insertion site. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4). No part has returned to teleflex chelmsford for investigation. The reported complaint of iab tight over guidewire is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon (iab) was zeroed prior to insertion. During insertion the doctor noted that the guide wire got stuck in the central lumen and could not be advanced further. The guide wire got stuck at the bifurcation of the iab. As a result, another iab catheter was used and inserted using the same insertion site. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was zeroed prior to insertion. During insertion the doctor noted that the guide wire got stuck in the central lumen and could not be advanced further. The guide wire got stuck at the bifurcation of the iab. As a result, another iab catheter was used and inserted using the same insertion site. There was no report of patient complications, serious injury or death.